Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call and cleaned the lumonometer, checked the dispense ports, aspiration, sample and reagent probes. The cse replace the wash 1 piston pump that was starting to crack. The cause for the non-reproducible advia centaur troponin result is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive troponin advia centaur cp tni-ultra result was obtained by the customer on a patient sample and the result was questioned by the physician. The customer performed repeat testing on the original patient sample and the result was negative. A corrected report was issued by the customer. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur cptni-ultra result.